Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump inversion was caused by a mobile pump in the pocket.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (8.0 mg/ml at 2.6397 mg/day) via an implantable pump for non-malignant pain. An examination was performed on (B)(6) 2015, revealing a pump inversion. The pump was repositioned on (B)(6) 2015. The event was related to the device/therapy. The event was possibly related to the implant procedure. The event resolved without sequelae on (B)(6) 2015. There were no reported symptoms. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.